Manufacturer narrative:
Per initial escalation analysis, after insertion, it was found that the msp fell below the failure threshold of 0.35. Even thought the msp was improving, it could not be confirmed if the msp would increase above the 0.35 before day 21 from insertion. Based on the initial analysis, the RMA was authorized, due to poor customer experience during the first 21 days after insertion. The RMA has not been received, therefore no further investigation could be performed at this time. H3. Device evaluated by manufacturer? No,not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.